Event description:
It was reported that at the beginning of the second phase of a (B)(6) study, the CT table stopped advancing while the x-ray continued for its prescribed time. There was no report of any deterministic effects from this radiation exposure. The pt is not expected to exhibit any deterministic effects since the delivered dose for this study was significantly below the threshold for deterministic effects.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the event.